Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed the devices appear to be unused and undamaged. All bushings are securely in the plate in the correct orientation according to the design. It was concluded that the main factor contributing to the issue is technique. The parts, if used correctly, should have no issues with this revision of the bushing design. The manufacturing evaluation could not be performed because we don't have records about these particular lots and are not sure what specs they were manufactured to.

Event description:
It was reported that the bushings pop out of the ti cervical plates. The surgeons at the hospital do not want to use the plates because the bushings have a tendency to pop out. The plates were not used in any procedures. This complaint is on the 76 mm plate. This is report 3 of 8 for this event.